Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010; 4076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged during open heart procedure. Lead was functioning well prior to the surgery. It was noted there was no sensing after the surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.